Manufacturer narrative:
Concomitant medical products: 10ml bd posiflush normal saline flush syringe, therapy date: (B)(6) 2018. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 2 needleless connectors leaked with the initial flush, but not subsequent flushes. The site of leakage was between the PICC and the needleless connector. There was no patient harm.